Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced no audio output. The patient woke up at around 4 am and went to the bathroom. His wife checked him and found him ¿frozen from head to toe, on the bathtub.¿ the wife called 911 because the patient¿s body was cold and stiff (and based on this, presumed to be unconscious). When the paramedics arrived, they kept the patient warm and took him to the hospital. No emergency medical service treatment information was provided. At the hospital, they mentioned that the reason the patient¿s temperature had dropped was because his blood sugar was so low (no blood glucose provided). The patient cannot remember what medication or treatment was provided in the hospital. His wife realized that there had been no alarm from the receiver. At the hospital, they check the receiver; it was showing urgent low but did not provide the alarm. On (B)(6) 2023, after two days, the patient was released from the hospital and his blood glucose reading that day was stable at 140 mg/dl. He was fine after the incident. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.